Manufacturer narrative:
This follow up report is being filed to report device evaluation results. Examination of returned device and a review of manufacturing history records found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to the instrument being used beyond its useful life.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2015. During the procedure, the intramedullary rod fractured while the physician was attempting to remove it from the patient's femur. A portion of the rod remained in the femur and was removed with forceps, using radiographs to identify its location within the bone. This event caused a delay of approximately one hour. Later, during impaction of the femoral component, the head of the impactor fractured. A replacement impactor was available for use and the procedure was completed without further delay or patient injury.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet (B)(4) to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA.